Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported that the insulin pump alarmed motor error during the fill cannula process. The blood glucose reading was 202mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed twice. Performed the self test and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.